Manufacturer narrative:
The complaint of a clear substance on the catheter and needle cover was confirmed; however, the root cause could not be determined. Two photographs were reviewed as part of the investigation. One image showed a 20g nexiva IV catheter with the needle not positioned within the catheter, indicating the device had been removed from its unit package and manipulated from its manufactured configuration. A clear substance was observed on the catheter tubing and on the needle cover shown in the second image. The material was consistent with manufacturing applied lubrication, a non foreign substance. Due to the absence of physical samples and because the device had been altered from its original state, the origin and composition of the observed material could not be conclusively determined. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Event description:
No new information.

Manufacturer narrative:
G.4. K183399; k243403. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided; therefore, il was used as the state.

Event description:
It was reported that foreign matter was found on the catheter. The nurse opened the IV packaging to start an IV on a patient. She examined the catheter and noticed a clear substance on the catheter and in the protective plastic piece covering the needle. The date of occurrence was on (B)(6) 2026.